Event description:
It was reported that unstable speed occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right mid to distal right coronary artery. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the speed was unstable upon third ablation as the maximum speed reached at about 250,000rpm which exceeds the set operational speed of 200,000rpm. The procedure was completed with a different device. No patient complications reported.